Event description:
It was reported to medtronic neurosurgery that during the implant surgery, the peritoneal catheter was tied to the valve. The neurosurgeon then manually primed the setup and raised the saline container above his head, but the valve did not release fluid. He tried raising the container several times. He also visually inspected the catheter and did not see any air in it. He did not want to use the valve, and another was used to complete the surgery. It was also reported that there was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.